Event description:
It was reported that non-sustained lead noise due to myopotential oversensing. Programming changes were recommended. No adverse consequences were reported. Device remains implanted. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.